Event description:
It was reported that the cooler/heater was not reaching the desired temperature. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) cleaned the water line filter and found the filter to be dirty on the unit. The fsr performed preventative maintenance and all functions passed. The unit operated to manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.